Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation surgery, the patient experienced mechanical complication of the iol. The clinical reason for explant was myopic outcome. Additional information was requested and received there was no patient harm.

Manufacturer narrative:
This report originally filed as 9612169-2025-02060 from manufacturing site cork ireland. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).